Event description:
On (B)(6) 2023, rayner received notification from its polish affiliate company of an event that occurred during use of a rayone preloaded iol (model unspecified). The event description provided states that a piece of the injector was found within the eye post-operatively necessitating a secondary surgery to remove it.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a foreign body, suspected by the healthcare facility to originate from the preloaded injector, was found in the eye post-operatively necessitating a secondary surgery to remove it. The fragments removed from the eye were not retained by the healthcare facility therefore preventing further evaluation by rayner from taking place. The healthcare facility reports no inury/impact to the patient as a result of the event. Without the ability to examine the device and without clear event details being provided it is not possible to establish the nature and/or origin of the foreign body reported to have been introduced into the eye.